Event description:
It was reported that the customer had a keypad anomaly, failed battery test and battery outlimit. The customer's blood glucose level was unknown mg/dl. The customer stated that he was trying to change time, the numbers were scrolling on their own and periodically froze while the numbers are scrolling. The customer was asked if any significant events leading to the keypad anomaly and alarm. The customer said no and he advised that the insulin pump need to be replaced. The customer was advised to discontinue to use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery alarms could be verified due to the keypad anomaly. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.